Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was showing disconnected icon and user was unable to see the patient details. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing disconnect icon on station but not showing in health sight viewer (hsv). A field service engineer (fse) reimaged the medstation from version 1.6.1 to 1.7.4. After upgrade, initiated the server synchronization with success. Then ensured the medstation was online in remote support service (rss) and enabled the managed mode in rss. The system functioned as intended after the field service engineer repaired the device.